Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced the broken buffer syringe to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results with multiple flags on ion selective electrode (ise), sodium (na), potassium (k) and chloride (cl) for three patients, involving the au680 clinical chemistry analyzer. The samples were repeated on another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but provided results for three patients.